Event description:
It was reported the defibrillator displayed an error message: "defibrillation disabled". Patient involvement is unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint about the philips heartstart xl+ indicating that the xl+ displays an error message 'defibrillation disabled'. There was reportedly no patient involvement.

Manufacturer narrative:
The reported issue with the defibrillator is that it fails defibrillation and displays an error message "defibrillation disabled." The customer attempted a function test, which also resulted in the defibrillation test failing. Upon analyzing the logs, it was discovered that the charging capacitor is defective. Unfortunately, the equipment has been obsolete, and there are no available parts in stock. As a resolution, an obsolescence mail has been sent to the customer to inform them of the situation. Based on the available information and the conducted testing, the root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. An obsolescence mail has been sent to the customer to inform them that the equipment has become obsolete, and there are no available parts in stock. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text : device is end of life.